Manufacturer narrative:
Pending evaluation. Concomitant device(s): 300-01-15 - equinoxe, humeral stem primary, press fit 15mm 4423375, 320-10-00 - equinoxe reverse tray adapter plate tray +0 6639174, 320-20-00 - eq reverse torque defining screw kit 6527875.

Event description:
As reported, approximately 2 years post op the initial right tsa, this 66 y/o male patient was revised due to anterior shoulder pain. When operated on, joint was filled with frank metallosis, poly very worn and dislocated. Tray damaged. Poly, tray and were screw removed, joint extensively washed out and debrided. Parts replaced line for line.

Event description:
As reported, approximately 2 years post op the revised right reverse total shoulder arthroplasty, this 66 y/o male patient was revised again due to anterior shoulder pain. During the surgical procedure the joint was found to be filled with frank metallosis, the poly was very worn and dislocated; the tray was also damaged. The poly, tray and were screw removed, joint extensively washed out and debrided. The patient was last known to be in stable condition. The devices will not be returned, they were sent to a third party by facility for evaluation. No additional information.

Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the shoulder pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. The patient has had multiple right shoulder interventions/surgeries to include having a personalized glenoid implant most generally used for severe glenoid defects where there is often insufficient bone to fixate standard baseplates. The prosthesis wear/ metallosis may have been the result of malalignment between the components, third body wear, patient-related conditions, such as activity, severely compromised joint health, or any combination of these possibilities, which can lead to prosthesis wear/metallosis. The molecular and cellular pathways of a patient can determine the life of an implant. The devices were not returned/available for evaluation. The following sections have corrected information: (b5) describe event or problem: as reported, approximately 2 years post op the revised right reverse total shoulder arthroplasty, this 66 y/o male patient was revised again due to anterior shoulder pain. During the surgical procedure the joint was found to be filled with frank metallosis, the poly was very worn and dislocated; the tray was also damaged. The poly, tray and were screw removed, joint extensively washed out and debrided. The patient was last known to be in stable condition. The devices will not be returned, they were sent to a third party by facility for evaluation. No additional information.